Manufacturer narrative:
A philips remote service engineer (rse) was informed that the issue was no longer occurring; therefore, no work was performed by philips. Based on the information available information, the cause of the reported problem was unable to be determined. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to (B)(6)2016, so no UDI is required.

Event description:
Philips received a complaint on the intellivue mp50 indicating that alarm limits were not sounding. The device was not in use on a patient at the time of event, there was no adverse event reported.